Event description:
The handheld device and software flashcard were received on (B)(6) 2012. Product analysis was approved on (B)(6) 2012. An analysis was performed on the returned flashcard and the reported allegation was not verified. The flashcard and software performed according to specifications. No anomalies associated with flashcard software or databases were identified during the flashcard analysis. The flashcard and software performed according to functional specifications. An analysis was performed on the handheld, and no anomalies associated with the handheld were noted during testing using the ac adapter or the main battery with a full charge. The handheld performed according to functional specifications.

Manufacturer narrative:
.

Event description:
On (B)(6) 2012, a physician's office reported that their programming system was not currently working. The handheld device was freezing on the system diagnostics screen with the message "establishing communication in <30 seconds". No troubleshooting was performed, and no patients were affected. Attempts for product return have been unsuccessful.